Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. There was no indication of damage to the pump and the battery was changed without resolve. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2015 with the following findings: consecutive power on reset events was observed on 02/10/2015. The returned battery cap and cartridge cap were used to complete investigation. There was no damage found to the battery cap and battery compartment. The battery cap was fastened and then unscrewed ½ turn with no rebooting. The ¿ez-prime¿ steps were successfully performed on the pump. There were no power interruptions or any errors, alarms or warnings that occurred during investigation. The reported ¿no power¿ complaint was unable to be duplicated during investigation. Moisture and corrosion was observed on the display screen inside the pump. The display lens leak was found to be leaking during leak test. The pump¿s cover was removed; further moisture corrosion was found inside the keypad flex connector, to the battery compartment and to the pcb on the keypad circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.